Manufacturer narrative:
The reported event was confirmed as a manufacturing related. The catheter was dissected and observed a tear on the rubberize layer of the inflation lumen. The root cause for this failure mode was due to bubble void on the rubberize layer which caused the lumen to lumen leakage. A review of the manufacturing process indicates the process was capable of producing this type of defect. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [warnings] 1.method for use. (1)do not inflate the balloon in the urethra. [The urethra may be injured.]. (2)do not pull the catheter hard. [The bladder or urethra may be injured.]. 2 applicable patients. (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]. (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients. (1)patients who are or have been allergic to natural rubber latex.. (2)patients with known allergy to silver-containing catheter. [Intended use & effect-efficacy] this device is an indwelling catheter in the bladder for urinary drainage. [Directions for use] 1. Method of use. The device is intended for single use only and is not reusable. (1)cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2)lubricate the distal end of the catheter with water-soluble lubricant. (3)insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (4)pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5)to deflate balloon and remove catheter, insert a luer tip(needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2. Precautions for use. (1)when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2)when deflating balloon, do not aspirate with a syringe by hands.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]. (3)when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. (4)no substance except sterile water should be used to inflate the balloon.[if contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.]. (5)do not wipe catheter surface with organic solvents such as alcohol. (6)do not aspirate urine through drainage funnel wall. (7)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (8)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the balloon area when the device was placed for the patient with a heart failure who had a difficulty in urination. It was noted that another device was used to complete the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the balloon area when the device was placed to a patient with heart failure who had difficulty urinating. Another device was used to complete the procedure.